Manufacturer narrative:
(B)(4). G2: foreign ¿ event occurred in canada h6: proposed component code: mechanical (g04) ¿ head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 12 years post-implantation, the patient underwent a right hip revision due to pain and elevated metal ions. During the revision thick black fluid was encountered and a radical synovectomy was performed. Osteolysis was noted to the proximal femur and behind the acetabular shell with defects medially and posterosuperior. Minimal trunnionosis was noted. Femur was retained, while all other components were revised. Attempts have been made and no further information has been provided.